Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a time anomaly. Caller stated that for the past six months, the device gained three minutes within ten days; but not more than nine minutes within 30 days. Blood glucose level at the time of the incident was 8.7 mmol/l. The customer was advised that the insulin pump would be replaced, no products were returned for analysis.